Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) initially withheld therapy due to atrial fibrillation (af) but there was intermittent far field r-wave (ffrw). The device could no longer withhold and shocks were delivered. The right atrial (ra) lead was reprogrammed and the lead and device remain in use. No further patient complications have been reported as a result of this event.